Manufacturer narrative:
It was reported that the patient was implanted a metasul head 40, 12/14, size l/+3.5 on an unknown date. The patient was revised on an unknown date due to unknown reasons. The surgeon requested the items be examined for metal debris. No trend identified. The compatibility check was performed and showed that the product combination was approved by zimmer. Devices analysis: liner and head showed signs of usage. Articulating surfaces of the devices showed scratches. Bottom surface of the head had some deformed spots probably occurred during the extraction by hitting. Anchoring surface of the liner had transfer lines located on the taper area due to the contact with the shell, while the anchoring bottom surface seemed to be free of deformations. The surgeon wanted the articles to be examined for wear. However, without knowing the exact time frame of the implants during in use, it was not possible to evaluate the wear measurement results. In spite of numerous requests for the required information no answer was received. Root cause analysis: neither x-rays, nor operative notes were received. The reason for the revision surgery was unknown. Patient factors that might affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history were unknown. Adherence to rehabilitation protocol was unknown. In conclusion, due to significant lack of information, it was impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in dfmea. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a metasul head 40, 12/14, size l/+3.5 on an unknown date. The paitent was revised on an unknown date due to unknown reasons. The surgeon requested the items be examined for metal debris.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).